Event description:
Rec'd a report that the site's dell handheld computer froze following an interrogation indicating a possible software malfunction. A soft reset allowed for continued use of the programming system. The handheld computer and software will not be returned for product analysis. No further problems have been reported.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.